Manufacturer narrative:
The referenced electrode was returned to olympus for evaluation. A visual inspection of the electrode confirmed that the loop wire broke off. The entire loop wire was detached from the posts (shaft), and was not returned with the electrode. Under microscope inspection, both yellow colored resection posts at the distal end were observed to have charring deposits. There were no irregularities with the blue insulation shaft and fitment/installation of the electrode into an olympus working element. Based on the evaluation results, the evaluation could not conclusively determine the cause of the reported event; but based on the similar reported events, the most probable cause could have been attributed to the loop wire coming in contact with metal material during the hf output which can lead to the melting and burning of the loop wire.

Event description:
Olympus was informed that the loop of the electrode broke off and fell into a patient during a transurethral resection of a bladder tumor (turbt) procedure. The loop wire was in one piece and was flushed/retrieved from the patient¿s bladder. The procedure was completed using a similar device. No patient injury was reported.

Manufacturer narrative:
The OEM performed an evaluation for the reported lot number of the model a22201c hf resection electrode that was used and based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.